Manufacturer narrative:
The reported event could be confirmed, only by consulting the x-rays. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Original statement from our medical expert: "there has been the plate used for fracture fixation of protrusion fracture of the acetabulum left. No preoperative x-rays are available. After the initial osteosynthesis a breakage of the connecting bar could be shown, however, there has been relevant secondary dislocation. So far, no relevant coxarthrosis is visible as well. It is unclear, why the breakage happened from my side [...]. I understand the decision not to make a revision (the fact, that there was no screw attached to the plate shows, that from the surgeons opinion the bar does not contribute to much to the stability of the construct at all. Without clear signs of arthrosis, so far there is no need to make a revision." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: the customer reported that the connecting bar has snapped. Update: no revision planned. Potential hip replacement being discussed. No trauma contributed to the reported event. Post-op localization instructions were followed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
It was reported: the customer reported that the connecting bar has snapped. Update: no revision planned. Potential hip replacement being discussed. No trauma contributed to the reported event. Post-op localization instructions were followed.